Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is experiencing "disabling glare" in both eyes post-surgery. The implant was done four to five months ago. A yag procedure was performed by the operative surgeon, but reportedly it did not resolve the symptoms. Lasik surgery was then suggested, but the patient sought out a second opinion instead. The second physician has prescribed hard contact lenses, tears, and glasses in order to eliminate the glare, but none were effective. Currently, the second physician is weighing different alternatives as to how to proceed next with the patient. Additional information has been requested but has not yet been received. This MDR is one of two reports for the patient.

Manufacturer narrative:
Additional information was requested but was not received. The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be identified. Per the device directions for use (dfu), small amounts of decentration occurring with an intraocular lens having a narrow or small optic (less than 5.5 mm) may cause glare or other visual disturbances under certain lighting conditions.